Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during the procedure in the left anterior descending artery, the xience v coronary stent system could not cross to the lesion. A non-abbott stent was implanted successfully. No additional information has been provided. This event is being filed based on the analysis of the returned device which revealed that the stent was dislodged from the stent delivery system and was not returned.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the outer member, and in the guide wire lumen. There was contrast on the balloon, on the outer member, and in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The protective sheath was not returned. The itp length was measured and this met manufacturing criteria. Product performance engineering reviewed the incident information; however, the product was not returned for evaluation. Analysis of the returned product noted blood on the tightly-folded balloon, on the outer member, and in the guide wire lumen as well as contrast in the inflation lumen, which is consistent with the reported information that the sds was inserted into the patient anatomy but not inflated. The stent implant was dislodged from the balloon and was not returned, which was not originally reported. Clarification was requested from the account, but no information has been received at this time. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, there were no kinks or damage noted to the tip or inner member, and the measured tip length met manufacturing criteria. There was also no other damage noted to the sds. Based on the reported information, the reported failure to advance appears to be related to the moderately calcified anatomy. Stent dislodgement can be influenced by many factors including, but not limited to, improper or inadequate crimping at the time of manufacture, improper technique and handling during sheath removal and preparation for use, or interaction with the patient anatomy, lesion and/or accessory devices. Crimp marks were visible on the returned balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned. Since there was no reported issue or damage during removal of the protective sheath or preparation for use, it is possible that interaction with the anatomy also contributed to the noted stent dislodgement. However, as the stent dislodgement was not originally reported, the stent may have possibly dislodged during packing/shipment for return. As no clarification has been received, a conclusive cause cannot be determined for the noted stent dislodgement. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot that could have contributed to this complaint. In this case, the reported failure to advance appears to be related to the operational context of the product, and although a conclusive cause cannot be determined for the noted stent dislodgement, there does not appear to be any indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.